Event description:
The customer reported that the foot pedal became stuck and they had to shut down the system to stop it from fluoroing. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the foot pedal. The system operates as intended.